Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and are hard to press. Customer indicated that the act and up and down arrows are the hardest to press. Customer also indicated that she was in the hospital for high blood glucose but the value of the high blood glucose was unknown. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of the keypad error. Troubleshooting was done for keypad and the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.